Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was feeling normal and his dexcom cgm reading was working fine. The estimated glucose value (egv) at that time was not documented. The following day, on (B)(6) 2023, when the spouse attempted to wake the patient, he was unconscious. The patient was reportedly asymptomatic prior. The egv at that time was not documented. It was not documented whether the display device was alerting, alarming, or providing messaging. The spouse called 911. When 911 arrived, the egv was 147 mg/dl while his bg was 26 mg/dl and the medical team provided an unspecified shot. The patient was transported to a hospital where he was hospitalized for 10 days and reportedly unconscious for 8 days. The patient reported that during the hospitalization, the sensor and transmitter were discarded by staff. There was no documentation of further medical evaluation or intervention for hypoglycemia. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. At the time of the report, the patient was in normal condition. No other details were documented. No additional patient or event information is available.